Manufacturer narrative:
The device was received for evaluation. During functional testing, failed psi testing during preventative maintenance was not reproduced. Device was sent for downstream occlusion testing and it passed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed pounds per square inch (psi) testing during preventative maintenance in the biomed service department. There was no patient involvement. No additional information is available.